Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported she wore a tampon for about an hour and upon removal, the string pulled out with some of the pledget, leaving the remaining piece of pledget inside her vaginal cavity. She was able to remove the rest of the pledget in one piece. She did not seek medical attention and did not experience any adverse health effects.